Event description:
It was reported that the ventilator pt circuit completely melted in the inspiratory limb at the exit of the chamber and in different little spots while connected to a pt. The pt was ventilated through a tracheostomy. No reported harm to the pt.